Manufacturer narrative:
Siemens has completed an investigation of the reported event. The cause for the insufficient cooling of the x-ray tube is a failure of the water flow pump due to too many particles in the water circuit, mainly biologically grown. The investigation of the system history and the log files showed that the x-ray tube was used intensively. In this case, the cooling unit of the x-ray tube failed to provide sufficient cooling to the x-ray tube due to decreased water flow. As a result, the x-ray tube became too hot which limits the tube's capacity. In such cases, a multi-stage detection and warning mechanism is activated with regard to the cooling of the x-ray tube. If the x-ray tube is becoming too hot, the system warns the user by displaying the message "tube hot, have a break". If x-ray imaging is continued, the oil pressure may increase until a pressure relief valve (hardware switch) is activated which disables further x-ray imaging. In such cases, the system displays the message "no xray, tube too hot". In the present case the message "tube hot, have a break" was displayed, however, the user decided to continue x-ray imaging for 26 minutes taking 4654 image frame in 33 x-ray sessions. Then the message "no xray, tube too hot" was displayed to the user and x-ray imaging was disabled until the x ray tube was cooled sufficiently. The system is designed so that the user can refill the cooling water if required. If the user refills the cooling unit with biologically contaminated water the organisms will populate the cooling circuit which leads to the reported issue. Because siemens does not have influence on the water used by the users, the water flow pump was replaced. No further issues have been reported and no further corrective actions are planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the system displayed an alert message, "tube hot- have a break". The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.